Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited numerous non-sustained episodes with oversensing and changes in amplitude morphology measurements of the patient's own supraventricular tachycardia rhythm. These episodes are to self-terminate prior to any therapy being delivered. The ICD remains in service and no adverse patient effects were reported.